Event description:
During a preventative maintenance, the company representative observed that the iabp generated an "auto fill failure" alarm. No patient was involved.

Manufacturer narrative:
The company representative found the bimba sensors was not lite. Retested before replacement and unable to duplicate complaint. Completed preventative maintenance. The iabp was functional and safety tested to factory specification. It functioned normally and was returned to the customer. (B)(4).